Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: hoffman, m., jones, c., sietsema, d., tornetta iii, p., and koening, s. (2013). Clinical outcomes of locked plating of distal femoral fractures in a retrospective cohort. Journal of orthopaedic surgery and research, 43, 1-9. The purpose of this study is to analyze complications and clinical outcomes of locked plating (lp) treatment for distal femoral fractures. Two hundred forty three consecutive surgically treated distal femoral fractures (ao/ota 33) were retrospectively identified. 132 patients were excluded from the study because they did not have a locked plate implanted. The remaining 111 fractures in 106 (49 males and 57 females) patients underwent locked plate fixation (periarticular distal lateral femoral locking plate, periloc, locked compression plate (lcp) or less invasive stabilisation system (liss). The average age was 54 years (with a range of 18 to 95 years). Five patients experienced heterotopic ossifications. Eight patients experienced deep infections and debridement. Thirteen patients complained of moderate or severe pain. Nine fractures in unspecified number of patients experienced a non-union or delayed union, an unspecified underwent postoperative staged bone grafting. This is report 1 of 2 for (B)(4). This report is for an unknown locked compression plate (lcp) and an unknown less invasive stabilisation system (liss).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for an unknown locked compression plate (lcp) and an unknown less invasive stabilisation system (liss)/unknown quantity/unknown lot. Refers to debridement and postoperative staged bone grafting. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.